Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported by the parent that the patient experienced inaccurate cgm values. The event occurred the day of sensor insertion in the abdomen. The patient was at school and although no symptoms were reported, he felt his blood sugar was dropping so he drank a soda. He passed out and had a seizure. He regained consciousness in the ambulance on the way to the hospital. At some point the cgm value was 84 mg/dl but the bg finger stick value was 39 mg/dl. At the hospital he remained overnight for observation and was discharged the next day. He did not receive any medication in the hospital for the seizure or loss of consciousness. Prior to discharge, the doctor adjusted the patient¿s routine insulin regime to minimize hypoglycemia. After the event, the patient was in stable condition and had fully recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.